Manufacturer narrative:
The instrument involved in this complaint has not been received and/or tested by failure analysis as of the date of this report. If the product is received and evaluated, a supplemental MDR will be submitted.

Event description:
It was reported that during a da vinci-assisted pulmonary lobectomy surgical procedure, the cadiere forceps presented irregular movement and difficulty in some movements. A partial rupture of the steel fiber was found. The procedure was completed with no reported injury. Intuitive surgical inc. (Isi) followed up with the site and obtained the following additional information: the failure was related to a broken cable. The customer believed the movements of the surgeon did scale appropriately to the instrument and that the timing of the instrument was appropriate. The instrument moved in the intended direction. There was no shakiness or friction.